Event description:
It was reported that resident was being lifted and was over the bed at the time when the scale and spreader bar came loose. The resident dropped back to the bed. The under part of the scale where it attaches to the spreader bar is where the product failed. Scale mfg notified. "Per sales rep, he went back to facility for in-service after installation and all were working correctly". Unsure as to what could have happened. As of this writing, no reply.